Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown brand of baclofen (unknown concentration at 150 mcg/day) via an implantable pump. The baclofen lot number was asked but unknown. The pump's indications for use (ifus) were listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient wanted to know why it took so long to get it adjusted and find places that take his insurance because he was having issues trying to get it adjusted. The patient asked why refills weren't an outpatient process. He stated that he was miles away from anyone and this made him madder that no one couldn't help him figure out why they couldn't get him in sooner than 3.5 weeks. He reported that the pump was not a good reliable product and that it had not been working as well as it should since (B)(6) 2016; he also stated that the pump therapy wasn't working as good as it s should. He stated that he was a quadriplegic (a preexisting condition) and that his spasms were kicking in twice as bad as he was used to. He reported that he started rehabilitation in (B)(6) 2015. He stated that the pump was implanted on (B)(6) 2015 to help with spasms. His healthcare professional (hcp) was adjusting it and managing it. He stated that he was weaned off of oral baclofen when the pump got implanted and then the hcp was increasing the pump by 25 mcg for two weeks after implant, but he wasn't able to continue due to insurance coverage and had to switch. His insurance wouldn't keep covering it so he relocated to another place, but he was going back to the hcp. He stated that it wasn't working for him as intended and he needed to get into the clinic sooner than 3.5 weeks from the time of the report. He stated that he needed an increase and expressed dissatisfaction that it was going to take 3.5 weeks before he could be seen by the hcp and get the adjustment. The patient wanted the device manufacturer to call and find out why the current hcp couldn't get him in for 3.5 weeks and try to get him in sooner; he felt that the manufacturer should be doing that to assist him. The manufacturer's representative(rep's) role was reviewed with the patient and the patient was redirected to work with his nurse and clinic regarding the reported symptoms to see whether they could arrange an appointment for an adjustment sooner than 3.5 weeks. The situation was reportedly being addressed by the hcp. Follow-up was conducted for the intrathecal baclofen information (including type, lot number, concentration, and therapy start and end dates) at the time of the event, other medications that the patient was taking at the time of the event, the patient's pertinent medical history, troubleshooting performed in relation to the pump not working, diagnostics performed in relation to the spasms, actions/interventions taken in relation to the pump not working and spasms, the cause of the pump not working, and the resolution status of the event. If additional information is received, a follow-up report will be sent.